Event description:
A consumer reported via manufacturer representative that the patient¿s device was removed due to an infection. It was noted that the explant took place sometime in 2013. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.